Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The needle driver instrument was analyzed and found to have the detached carbide insert on one grip(s). The carbide insert was returned, measuring roughly 5.23mm the mating grip surface exhibits partial coverage of brazing material. The grips and other components surrounding the carbide insert do not exhibit damage that would have contributed to the detached insert. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument grip tips during handling, insertion, usage (overloading), or removal.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, large needle driver had a broken tip. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip was partially broken. The instrument was inspected prior to use; the reporter did not confirm any observation of damage. The reporter was unable to confirm the surgical task that was being performed at the time or if there were functionality issues noted with the instrument. There were no collisions with other instruments, images of the damage are not available for review. There was no harm to patient.